Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire and the jaws of the device remain closed on tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the surgeon clamped the stapler on tissue, but couldn't activate the firing button. The device was difficult to remove and did lock on tissue. The surgeon had to press back really hard to open the jaws of the stapler. Another handle and same reload were used to complete the case. There was no patient injury.